Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged and completely pulled out of the coronary sinus. This was confirmed via x-ray. In addition, the right ventricular (rv) lead had exhibited lower r-wave amplitudes. The lv lead was explanted and replaced. The rv lead was attempted to be repositioned but it was believed that there was tissue in the helix causing it not to extend. The rv lead was explanted and replaced as well. The patient was stable. Related manufacturer reference number: 2017865-2020-03301.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Initial should have included information on non-capture.

Event description:
It was noted that non capture was found in the left ventricular (lv) lead in clinic.